Event description:
It was reported that this pacemaker reverted to safety mode. This device was explanted and successfully replaced. This device is not expected to be returned. No additional adverse patient effects were reported.